Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system error on the insulin pump. Customer stated that the insulin squirted out during manual prime. Customer also stated that no numbers appeared on the screen and no beeps were heard. Customer will return insulin pump for analysis. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The device was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.